Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter would not turn on when the button was pressed or with test strip insertion. Customer further reported that on (B)(6) 2014 she woke up and noticed her knees felt like they were shaking and that when her blood glucose is low she has a hard time standing up, but because of the blank screen she could not check her glucose. Customer then drank orange juice, waited a few minutes and then self-administered a glucagon injection. There was no report of death or permanent injury associated with this event.